Event description:
Same case as MDR #: 2134265-2011-03510. Reportable based on receipt of additional information on (B)(4) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wires became stuck in the catheter. The 100% stenosed, totally occluded lesion was located in a mildly calcified and mildly tortuous tibial vessel. As the physician was attempting to advance the wire to the target lesion the 035/260 amplatz s/s xch guide wire became stuck in a non-bsc guide catheter. The wire was successfully removed from the catheter. To continue the procedure, a second 035/260 amplatz s/s xch guide wire was then advanced through the non-bsc guide catheter; however this device also became stuck. The wire was unable to be advanced or withdrawn and the catheter and guide wire were removed together as one unit. Vascular access was lost. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status is listed as ok.

Event description:
Same case as MDR#: 2134265-2011-03510. Reportable based on receipt of additional information on 23september2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wires became stuck in the catheter. The 100% stenosed, totally occluded lesion was located in a mildly calcified and mildly tortuous tibial vessel. As the physician was attempting to advance the wire to the target lesion the 035/260 amplatz s/s xch guide wire became stuck in a non-bsc guide catheter. The wire was successfully removed from the catheter. To continue the procedure, a second 035/260 amplatz s/s xch guide wire was then advanced through the non-bsc guide catheter; however this device also became stuck. The wire was unable to be advanced or withdrawn and the catheter and guide wire were removed together as one unit. Vascular access was lost. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluation by MFR: the amplatz s/s xch guide wire was received for analysis with the distal tip elongated and the core wire fractured. Visual inspection revealed that an approximately 1 cm section of the teflon coating was scraped 130 cm from the distal end. There were also several approximately 0.5cm scrapes near the distal end. Dimensional analysis found the outer diameter of the device to be within specifications. The overall guide wire length was not measured as the device was elongated. Fracture analysis was additionally conducted. No material anomalies were found. The fracture was concluded to be caused by torsion overload motion. The manufacturing record confirmed that the device meet all material, assembly and performance specifications. The most probable root cause is operation context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).